Manufacturer narrative:
Age at time of event: 18 years or older. A promus premier ous mr 16 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged the whole stent length with struts lifted from their crimped stent position and misaligned. A review of the manufacturing stent profile data was performed. The crimped stent outer diameter at the time of manufacture within maximum crimped stent profile measurement. Stent damage that was noted during analysis most likely occurred when the stent was pushed against the stenosed lesion during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-nov 2020. It was reported that crossing difficulties occurred. The 80% stenosed diffuse target lesion consisting of fibrotic and calcific plaque was located in the tortuous proximal to mid left anterior descending artery. Following prediliation at low pressure, a 16 x 3.50 promus premier drug-eluting stent was advanced for treatment but failed to crossed the lesion. After predilitation at high pressure, the procedure was completed with another of same device. There were no patient complications and that the patient status was stable. However, returned device analysis revealed stent damage.